Event description:
Deformity treatment pectus carinatum, more details (symmetric/asymmetric) are not available. Pt = male, born (B)(6) 1995. Operation date: (B)(6) 2012. Stratos clip ref unk. Date of incident not detectable. Explantation planned for (B)(6) 2014. Products available for inspection: no information available.

Manufacturer narrative:
Pectus carinatum (pc) treatment was performed with one bridge, consisting of one bar and two clips. The recommendation for pc is the use of 3 bridges. The reoperation (explantation) was not yet performed. Implantation was 30 months ago. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the pt is mandatory. It is recommended to see each pt in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection. Lot number is not available for reporting about production and material details.